Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -9.5/+2.0/x101. Device evaluated by manufacturer? No, lens not returned. (B)(4). Method: evaluation method: lens work order search. Results: evaluation results: a lens work order search revealed no similar complaint within the work order. Conclusions: no conclusion can be drawn: based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -9.5/+2.0/x101 diopter in the patient's left eye (os) on (B)(6) 2015. On(B)(6) 2015 excessive vaulting and elevated intraocular pressure was noted. The lens was explanted on (B)(6) 2015 and exchanged for a shorter lens. The problem was resolved. Uncorrected visual acuity was 20/20 on (B)(6) 2015. See MFR #2023826-2015-01185 for right eye.